Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device change-out, externalized conductors were observed via review of fluoroscopy. The patient was asymptomatic. There were no electrical anomalies noted. The physician elected to cap and replaced the lead. The patient was stable following the procedure and will be followed normally.